Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that there was a problem related to the medtronic device and they were requesting compatibility guidelines for an MRI for the brain. The hcp reported there were symptoms related to the device and therapy. They also reported that the implantable neurostimulator (ins) has not been working. The indication for this patient was multiple back operations. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.